Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market clinical department is in the process of reviewing patient medical records and a plant investigation is underway. A supplemental report will be submitted upon completion of the clinical staff's assessment of the reported malfunction and the plant's investigation.

Event description:
During a follow up telephone call for a related complaint, it was discovered that the patient expired during continuous cycling peritoneal dialysis (ccpd). The pd/rn stated it was at the end of (B)(6), but did not have the exact date. The reporter confirms there were no reported product malfunctions. The registered nurse visited the patient in her home a few days before her death and everything was fine.